Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported, via email, that he was hospitalized twice in a two year span, due to not receiving sufficient insulin. The customer's email was mainly to suggest a new tab in the care link system that allows you to enter information that doesn't relate to the insulin pump. Nothing further was reported.